Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. Blood glucose was 306 mg/dl. The customer reverted to using another pump for insulin therapy.